Event description:
According to the reporter, during a laparotomy with bowel resection procedure, the stapler locked down on tissue and would not release from the tissue. A new stapler was opened to remove tissue where the device was locked down on. A new proximal and distal transection were made then followed by anastomosis. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use reloadable stapler. The stapler was received with the firing knob fully advanced and the jaws closed on tissue. Additionally, the handle was clamped on a white material, and the plastic housing was detached form the anvil side of the stapler. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to firing over an obstruction, such as the material stuck in the handle which prevented the instrument from properly releasing. Replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of the user pulling on the handle to manipulate the device location, or opening the device without using the release button. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy with bowel resection procedure, the stapler locked down on tissue and would not release from the tissue. A new stapler was opened to remove tissue where the device was locked down on. A new proximal and distal transection were made then followed by anastomosis. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.